Event description:
It was reported that a female patient with severe degenerative arthritis had a right total knee replacement. The epidural catheter was placed in l4-5 interspace on second attempt; surgery was uneventful. First attempt to remove catheter was unsuccessful, pt was repositioned again in left lateral decubitus position and gentle traction was applied. Two more attempts were made and were unsuccessful. Pt was repositioned again in left lateral decubitus position, on third attempt of gentle traction epidural catheter was taken out. The tip of the catheter could not be visualized, mark on the epidural catheter clearly visible was at 12cm. The rest of the catheter was stretched out. Unsure of catheter tip, catheter was stretched out to see if the marking disappears and it did. Neurological consult was called. CT scan of back was done. Additional information received on 03/11/2010, by the sales representative stated that he spoke with the physician who reported this event. There was a neurosurgical consult completed and the decision was reached to leave the portion of catheter within the pt. Pt was instructed to call hospital if any problems occurred. Pt was discharged without any further consequences. Sample will not be returned for eval.

Manufacturer narrative:
(B)(4).